Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to improper maintenance. UDI: (B)(4).

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the minimal access driver device was not working correctly. During service and evaluation, it was determined that the device cover was damaged, the middle sub-assembly and back end sub-assembly were contaminated, the device was vibrating and was corroded. The device also failed pretest for vibration assessment. It was unknown if a there were any delays to the surgical procedure or if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.